Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. The blood meniscus is visible under the bottom edge of the closure. Additionally, 10 production lot in-house retention tubes samples were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the retention testing or the with the photo provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: customer would like to highlight that the citrate tube has been presenting a draw volume above the marked in the tube. Even though if used according the IFU, in other words, the tube capped, draw per vacuum, allowing the vacuum to spontaneously pull the blood to inside the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: customer would like to highlight that the citrate tube has been presenting a draw volume above the marked in the tube. Even though if used according the IFU, in other words, the tube capped, draw per vacuum, allowing the vacuum to spontaneously pull the blood to inside the tube.